Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was deviated from instructions for use. The customer answered the following: - any malfunctioning of the accessories used for reprocessing? Yes, the washer had the watertight holding channel perforated, the alarm sounded once and then stopped for days to signal the problem acoustically. - were there any delays during the pre-cleaning phase? No. - were there any delays during the manual cleaning phase? No. - what type of detergent was used during manual cleaning? Actzyme. - was the device surface cleaned in the pre-cleaning phase? Yes. - was the surface of the device wiped/scrubbed during the manual cleaning phase? Yes. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customers problem was discovered before starting the procedure.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The additional evaluation findings are as follows: the air water cylinder had corrosion, the forceps channel port had a scratch, the grip had discoloration, the air/water cylinder had discoloration, the suction cylinder had no color, the switch box had discoloration, the control unit had discoloration, the scope cover had discoloration, the scope connector cover unit had corrosion due to water leakage, the scope connector case unit had corrosion due to water leakage, the circuit board unit in the scope connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the plug unit had corrosion due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, the distal end had corrosion, light guide lens had corrosion, the connecting tube had a scratch, and the universal cord had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii gastrointestinal videoscope had infiltration. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.